Event description:
Customer called to report that a significant amount of liquid had leaked underneath the access 2 immunoassay system. Customer stated that the leak was not coming from the fluidics tray. Customer was wearing personal protective equipment (ppe) consisting of a laboratory coat and gloves. Customer did not come in contact with the fluid, and medical attention was not sought. There was no report of exposure to mucous membranes or open wounds, and no one was splashed or sprayed. There was no death, injury or change to patient treatment attributed to or associated with this complaint. There was no impact to patient samples or results.

Manufacturer narrative:
The customer technical specialist (cts) generated an on site service request for customer. However, customer called back to cancel the service visit and stated that the cause of the leak was an improperly seated o-ring in the wash tower nozzle. Customer was able to adjust the o-ring and primed the system to confirm that there was no further leaking. There were no other error or information indicators, such as "vacuum under limits" messages, to indicate degraded system performance. Proper instrument function was confirmed with customer, and customer has not called back to report any further incidents relating to this issue. (B)(4). Issue resolved prior to service.